Event description:
Clinical study. It was reported that 520 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). During the close out visit of the patient files, it was discovered by the monitor of the event. The event was subsequently reported. The patient was admitted on the day of the index procedure due to unstable angina and an acute myocardial infarction (mi). Cardiac catheterization was recommended. Target lesion 1 (10mm long) was identified in the mid left anterior descending artery (mid lad) with 75 % stenosis and a 2.5 mm reference vessel diameter. The lesion was moderately calcified and moderately tortuous. Target lesion 1 was treated with direct stenting using a 2.50mm x 12mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged on anti-platelet medication. 519 days post index procedure, the patient was admitted with chest pain. 520 days post index procedure, an attempt was made to open the lad however, the guidewires were unable to cross the rigid lesion and the intervention was terminated. It was determined that the patient has focal in-stent restenosis. The patient was discharged the next day. The discharge medications were not noted at this time. In the opinion of the physician, there is a probable relationship with the taxus stent. It was further reported that the clinical events committee (cec) has adjudicated the event. The cec adjudicated the event. The cec adjudicated that the target vessel reintervention, and lad territory are possibly related to taxus stent.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.